Manufacturer narrative:
U.s. Reporting agent notified on: 07/22/2015. Manufacturing site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Revision: change of prosthesis to enduro. Problem when joining the cone demolition of the adapter after joining, locking nut could not be placed.

Manufacturer narrative:
No device components were received for analysis. A fragment of the instrument remained inside the patient. The surgery was not delayed. The instrument sheared off during fitting of the cone connection. The broken instrument part np420200 is manufactured out of (B)(4). The most likely cause of fracture is pre-damage. The device is not subject to batch management. The most likely root cause of the failure is manufacturing/logistics. The instruments should be inspected prior to being sent out the hospitals. It is foreseeable misuse to expect the op staff to check the instruments for small cracks and detect any damage. According to sop sa-de13-m-4-2-01-010 file will be forwarded to the crb for CAPA evaluation. Device not returned.